Event description:
Material #: 302830 batch#: 4059818 it was reported by customer that no markings on the syringes. Verbatim: rcc received a complaint via phone. Pir attached. Complaints yes - 302830 bd 20ml ll syringes lot 4059818. No markings on the syringes.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up. It was reported there were no scale markings on syringes. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a set of four syringes in sealed packaging blisters. From the photo, it is not possible to see the syringe barrel scale. The second photo shows a set of four packaging blister top webs. No other information could be obtained from the photos. The missing scale marking defect could occur if the drum became misadjusted during the syringe barrel scale printing process. A device history record review was completed for provided material number 302830, lot 4059818. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications all processes and final inspections complied with specification requirements. Verification of the syringe barrel scale printing process was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material #: 302830. Batch#: 4059818. It was reported by customer that no markings on the syringes. Verbatim: rcc received a complaint via phone. Pir attached. Complaints yes - 302830 bd 20ml ll syringes lot 4059818. No markings on the syringes.